Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a potential infection was observed at the cardiac resynchronization therapy defibrillator (crt-d) incision site one month post-implant. The patient was followed monthly for six months and the incision appeared to have healed. The patient presented to the emergency room one month later with a total dehiscence of the incision and the device exposed. The system was removed. No further patient complications have been reported as a result of this event.